Event description:
Surgeon performed an anterior stabilization procedure on a (B)(6) male with good bone quality. There was little labrum left, so after liberating it, he attempted to recreate the bumper by taking healthy portion of the capsule. He started inferiorly and placed a 2.9mm osteoraptor anchor, which held well, passed and tied the sutures. He then wanted to try the bioraptor knotless anchor. The suture was passed ok, using accupass, and hole prep went well. The first anchor was tapped in, but the scrub nurse over hit it and buried the black line slightly too far. The stay suture was removed, and with light downwards pressure on the anchor the sutures where tightened and locked with the correct technique, however the anchor would not hold in the bone or disengage from the inserter. We put this down to over tapping, so he tried again. He placed the second suture through the labrum, drilled the 2nd hole correctly and tapped in the 2nd anchor to the correct depth. Again the correct technique was used. This time a quarter turn backwards was used to release any torsion, but the anchor came out still attached to the inserter. He tried again with a 3rd anchor, and exactly the same happened. With the 4th anchor, it looked like it was coming out with the inserter, so he just banged it in much further, and it released from the inserter and held in place. This was the first time he has used them in a patient.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).